Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a light source malfunction in which the lamp could not be turned on during an inspection procedure involving an olympus xenon light source.there was no patient injury reported.